Event description:
Customer reported that her sensor readings have been inaccurate, causing her insulin pump to go into a false threshold suspend mode. She stated as an example that one time her sensor reading was 42 mg/dl, but her actual blood glucose was 420 mg/dl. Customer treated for the high blood glucose. She stated that her blood glucose was high because the insulin pump went into threshold suspend mode in the middle of the night. Customer declined troubleshooting because this was a one time event. She stated that her sensors are settling in and looking good. Customer was advised to monitor the issue and call back if needed. Customer's current blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).